Manufacturer narrative:
The pod arrived not deployed with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. No damages or manufacturing defects were observed that would restrict the needle mechanism from deploying. No timeouts or drive stalls were observed. The pod arrived in pod state 15 delivering a total of 45 first prime pulses and was subsequently deactivated before the start of second priming. The needle mechanism was reset and redeployed successfully using the lock n load fixture. Nor problems were observed regarding the needle mechanism or the reported needle mechanism failure complaint. No damages or manufacturing defects were observed that would contribute to the generation of a communication error. The shelf mode current (smc) was measured to be within specifications. The pod was reset and reran successfully, no data abnormalities were observed. The cause of the reported communication error complaint could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's parent that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was worn for less than an hour. No impact to the patient's glucose level was reported. Also, there was a pod communication error during operation.